Event description:
The following has been reported: problem:unit not functioning. Action:installed new hall effect and air bubble sensor and cleaned unit resolution:unit now functions as intended. Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.